Event description:
It was reported that after programming with the clinician programmer the adjustments to the parameters were not saved when the session ended. The patient synchronized with the patient programmer and found that the adjustments were not saved. Programming adjustments were made again and after exiting that time the changes were implemented. It was reported by the manufacture representative that there was a computer in the room if electromagnetic interference could have been a factor. No patient symptoms reported. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted:(B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient . Product ID: 8840, product type: programmer, physician. (B)(4).